Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and observed that the batteries were not charging. To address the issue, the fse replaced the iabp cart power supply which did not resolve the issue, the batteries were still not charging. The fse then replaced the power management board and backplane cable. The unit passed all calibration, function and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shuts off when unplugged. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.